Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. The samples were visually inspected and found to be acceptable.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.